Event description:
A user facility reported that an intraocular lens (iol) was exchanged due to the pt experiencing blurred vision. Additional info has been requested.

Manufacturer narrative:
Eval summary: lens was returned in a non alcon lens case with solution, blood, broken haptics and torn, scratched optic damage. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. A lens bench test could not be performed on the lens due to the optic damage, our observation reasonably suggests that it is not manufactured related. Due to the presence of the surgical solution and blood, the damage is most likely customer related. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).